Event description:
Customer reported to beckman coulter, inc (bec) that they are having an ongoing issue with low na (sodium) recovery on the unicel dxc 600 synchron system. Customer reported that erroneous result was reported out of the laboratory. Customer reported that the erroneous result was amended. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) determined the routing of the reagent lines could contribute pinching or reduced fluid flow. The fse re-routed the tubing and instructed the customer the correct routing. The fse also cleaned and aligned the modular chemistry sample probe. The fse verified performance of the instrument.